Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired on the meso appendix (initial firing) that the gun locked out about halfway through the firing and had malformed staples. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.